Manufacturer narrative:
MFR's report date: 08/02/2010. (B)(4). This report was filed by the MFR. The reported customer's experience of pump failing rate accuracy test and not being able to be calibrated was confirmed and replicated. Inspection of the internal components showed considerable wet fluid, brown in color, observed on the printed circuit boards and connectors throughout the device. Evidence of previous fluid ingress damage was also observed on the bezel, several of the bezel grooves and on the sides of the bottom (secondary) pumping finger. The fluid residue was removed from the internal components and the pump was retested and found to be infusing within specifications. The root cause of the rate accuracy issue was due to the dried fluids discovered on the bezel assembly and pumping finger. The device was repaired and sent back to the customer after passing all service level testing.

Event description:
Customer sent device in with report of pump would not pass rate accuracy test and unable to be calibrated. There was no pt involvement.